Event description:
Internal report number for reference: (B)(4). Event has been reported to (B)(6) authorities and took place in (B)(6). Disposable ringanchor balloon set for laparoscopy: at the connection valve / cock an air leakage was detected. No rationale or description was given if this happened before or during intervention. Pt's state has not been identified. The device will be sent to MFR for investigation.

Manufacturer narrative:
The failure could not be duplicated. The info supplied was not sufficient to clearly identify the root cause. Final inspection includes a 100% control of leak tightness. Initial reporter asked for replacement device / reimbursement. No specific corrective action due to mitigative prevention of hazards in assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further info becomes available, pajunk considers this file as closed.